Event description:
The patient reported that the catheter is pressing against her spine. "It's choking them and it hurts over pump, catheter and left side." The patient was seen by the managing hcp in 2006, at which time the patient reported that she had seen her orthopedic doctor who felt that the catheter was pinching the nerve. The managing hcp did not agree with this diagnosis, but ordered an MRI to rule it out. Since then they have not received the results from an MRI and have not had any further issues reported to them from this patient. She stated that there weren't any specific symptoms in the patient's chart to describe the pinched nerve.